Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('x-ray showed one implant has migrated to the cervix or uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("I had bleeding for six months after procedure"), vitamin b12 deficiency ("b12 deficiency"), pelvic pain ("pelvic pain") and pruritus ("itching"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, vitamin b12 deficiency, pelvic pain and pruritus outcome was unknown. The reporter considered device expulsion, genital haemorrhage, pelvic pain, pruritus and vitamin b12 deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received: case became incident. Essure device was removed. Reporter added. On 23-mar-2020: live fu process- social media received: newly added events- pelvic pain female, itching, reporter was added. On 23-mar-2020: live fu process. Content from social media received: new event 'xray showed one implant has migrated to the cervix or uterus' was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('xray showed one implant has migrated to the cervix or uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("I had bleeding for six months after procedure"), vitamin b12 deficiency ("b12 deficiency"), pelvic pain ("pelvic pain") and pruritus ("itching"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, vitamin b12 deficiency, pelvic pain and pruritus outcome was unknown. The reporter considered device expulsion, genital haemorrhage, pelvic pain, pruritus and vitamin b12 deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report